Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that the patient had their  3rd pump put in december and since then they've been experiencing a long time to connect; "taking 5-8 minutes to bolus keeps getting hung up at 90%". The patient mentioned that even with the nurse who just did their refill had taken a while in connecting. Data was reviewed with the patient and they were assisted with deleting the data. The patientt was able to connect to the pump with no lag and would will call back when they need further assistance.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID (serial: (B)(6); section d references the main component of the system. Other medical products in use during the event include: (serial: (B)(6); product type: (serial: unknown); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.